Manufacturer narrative:
The name of the initial reporter was provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned, so no analysis was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that before a procedure, the or team was setting up the system and was getting an emitter communication error. Both the axiem box and emitter were red status under emitter details. There was no patient present when this issue was identified. The medtronic representative went on site and she could not reproduce the issue.